Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between december 8 - 10, 2024. H11: three (3) actual devices and a video of the sample were provided for evaluation. A visual inspection of the returned samples did not identify any abnormalities that could have contributed to the leak; however, the video confirmed leakage at the administration spike ports in the lower front area of the bag. Functional testing of the samples was performed, and a leak was immediately identified in the lower front area of the bag. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the membrane port. This was observed during setup. There was no patient involvement. No additional information is available.